Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that recently, patient's neurostimulator has started switching off spontaneously. After the device switches off, it is no longer possible to reconnect to it using the patient programmer and turn it back on. The patient programmer displays a warning exclamation mark, and no further actions can be performed. As a result, the patient experiences a severe worsening of symptoms and must be transported to the hospital in a wheelchair. Once at the hospital, clinicians are able to reconnect to the neurostimulator using the physician programmer and switch the therapy back on. After the device has been reactivated with the physician programmer, the patient programmer immediately resumes normal communication with the neurostimulator. This has been tested and confirmed multiple times. This issue has now occurred three times. During the previous incidents, the physicians also attempted to reconnect using the patient programmer upon the patient's arrival at the hospital, but without success. After the second incident, the patient programmer was replaced; however, the same problem occurred again today. Therefore, the patient programmer itself does not appear to be the root cause. The neurostimulator battery is adequately charged, and the patient reports no exposure to high voltage equipment, strong magnetic fields, or any other known sources of electromagnetic interference.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.